Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. The patient had good relief for three weeks, but lost it when they started an exercise program that involved deep stretching twice a day. Adjusting stimulation and changing programs did not resolve the issues, but they could feel stimulation. The manufacturer representative programmed their device and the patient was doing well. About two weeks later, the patient still had concerns with their device or therapy, but had not sought further help. Two and a half years later, the patient¿s stimulator had a low battery. The patient, again, had a loss of therapeutic effect. They thought the lead had moved. Stimulation felt totally different. Prior to implant, the patient was urinating every half-hour. After implant, the patient could wait about two to three hours. The patient was now going every hour. The patient¿s kidneys were shutting down and they had ms, but those issues were unrelated to therapy.

Event description:
It was reported the patient no longer saw the ¿low internal neurostimulator (ins)¿ screen on their programmer. The screen came and went. The patient was going to need their stimulator replaced. Therapy had bettered their symptoms. The patient was not sure if their leads would also need to be replaced. Stimulation was not as intense as it had been. Increasing stimulation either did not help or was painful. The patient did not know how much longer the ins was going to last. The ins was only three years old, but the patient never turned it off.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v802322, implanted: (B)(6) 2011, product type: lead; product ID 3889-28, lot# v802322, implanted: (B)(6) 2011, product type: lead. (B)(4).